Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor, performed bicarbonate buffer test and sensor failed due to low readings.

Event description:
Customer reported she was hospitalized for a fever and possible appendicitis, and while she was at the hospital, her blood glucose went low, due to an event where her sensor glucose readings did not match her blood glucose. Her sensor gave a reading of 147 mg/dl while her blood glucose was 76 mg/dl. Customer stated there was not a bent cannula on the sensor. Calibration techniques were discussed. Customer was advised to remove and replace the sensor. Nothing further reported.